Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose value of 250 mg/dl when she was awakens; took correction via pump without success. Caller alleges pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged device for evaluation.